Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had a blood glucose (bg) of 473 mg/dl with trace ketones, tiredness, increased thirst, increased urination, and red cheeks. The patient required no unusual treatment. During troubleshooting, customer support found that the basal history does not match active basal program, with no known cause and attributed the bg excursion to inaccurate delivery. This complaint is being reported as the inaccurate delivery issue may have contributed to the hyperglycemic event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/14/2016 with the following findings: the black box shows a manual date change from (B)(6) 2016 at 16:17 to (B)(6) 2016. Deliveries were interrupted on (B)(6) 2016 from 20:44 to 21:23 due to routine cartridge change. On (B)(6) 2016 the pump was manually suspended and manually resumed multiple times. The pump was powered off at (B)(6) 2016 15:30; deliveries never resumed. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.